Event description:
It was reported that during the installation of a new colonovideoscope, black residue was observed inside the instrument channel. An olympus bw-412t cleaning brush was initially used during manual cleaning, and at that time, the brush was perceived to be clean and free of debris. However, following a steris resi-test performed by the customer, black debris was detected on the brush. The brush was then replaced, and a new one was used to clean the scope, but the issue persisted. Another manual cleaning was performed, with the scope being brushed an additional three to four times, which resulted in the residue being successfully removed. This event occurred during device reprocessing; there was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; however an ess (endoscopic support specialist) provided remote troubleshooting and we able to resolve the reported allegation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced manufacturing. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.